Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The physician assistant reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 620 mg/dl. The physician assistant stated that the customer was being dosed by the hospital with lantus and give IV drip. The customer stated that the tooth ache could have been the cause that lead to high blood glucose readings and stress from the pain. The customer was advised that leaks in the tubing and air bubbles can limit the amount of insulin received during a bolus. The customer was advised to call back to troubleshoot.